Manufacturer narrative:
Additional narrative: device history review: non-sterile lot. 7881095 - manufacturing site: (B)(4) - manufacturing date: apr 20, 2012 - no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that it was impossible to remove the nail after several attempts and the assistance of several surgeons, so it remains in situ. Patient experienced trouble of sensitivity, blood loss, extension of surgical approach. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date is unknown. Device was not explanted. This complaint is assessed as not related to sterilization. Vendor of the corresponding non sterile part: 04.004.546 lot: 7881095 is synthes EU: manufacturing location: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.